Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s mg/dl with the pump being the suspected cause. The customer attempted to address the high bg by changing out the supplies twice and delivering a correction bolus. Additionally, the customer went to the emergency room (ER) and was subsequently admitted to the hospital where an insulin and saline were administered to resolve the issue. Customer reported having chest pain when leaving the ER. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.